Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
According to the surgeon, the breakage already occurred before the explant surgery. It likely happened during rehabilitation or too much force was applied to the screw from daily life.

Manufacturer narrative:
Additional narrative: subject device has been received and investigation summary was performed. The investigation of the complaint articles has shown that: locking screws have been received for investigation. The threaded head is broken off. Dents are visible on the shaft thread and the section where the head broke off does show some shear off marks. We do assume that too much force was applied either by removal or during the implantation time to the screw head, which leaded finally to breakage. Please do always carefully extract such screws by removal surgeries in order to avoid such occurrences. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking screw implanted in the most distal hole was broken at the screw head when the surgeon tried removing the screw by a driver in the explant surgery on (B)(6) 2015. The initial implant date was (B)(6) 2014. The surgeon was able to remove broken piece of the locking screw. No residue in the patient¿s body. There was no delay in the explant surgery. According to the surgeon, the breakage already occurred before the explant surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing site: (B)(4), manufacturing date: 02.aug.2013 , expiry date: 01.jul.2023, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.